Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Surgeon was doing final tightening on the right l2 nut, but nut would not torque down. Surgeon tried a new nut but it still would not torque down. It was determined the threads on the screw were stripped preventing the nut from being tightened. Surgeon elected to leave the screw in place with the nut attached but not tightened. This report is #2 of 3.